Manufacturer narrative:
No further information is available on the devices at this time. Hillrom has requested for the power cords to be returned in order to conduct a thorough analysis. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported having issues with multiple power cords from their vital signs monitors. To be specific it was reported; "event 1: the power cord to the patient monitor is very hot and it smells burnt. The entire wall outlet is warm. The cable is taken out of use. Engineer cuts up the plug and can ascertain that the neutral conductor is completely charred and sits loose in the plug with only a few strands. Event 2: an additional power cord for the same device model is reported for failure to function. When engineer cuts this plug, it can be found that the neutral conductor has come off and has no contact with the plug pin. Two more cables from the same department have been x-rayed. One of these cables looks on the x-ray image to be on the way to get off inside the plug." These events have been captured under hillrom complaint ref #'s: (B)(4). This report is to capture hillrom complaint ref # (B)(4).

Event description:
The customer reported having issues with multiple power cords from their vital signs monitors. To be specific it was reported: "event 1: the power cord to the patient monitor is very hot and it smells burnt. The entire wall outlet is warm. The cable is taken out of use. Engineer cuts up the plug and can ascertain that the neutral conductor is completely charred and sits loose in the plug with only a few strands. Event 2: an additional power cord for the same device model is reported for failure to function. When engineer cuts this plug, it can be found that the neutral conductor has come off and has no contact with the plug pin. Two more cables from the same department have been x-rayed. One of these cables looks on the x-ray image to be on the way to get off inside the plug." These events have been captured under hillrom complaint ref #(B)(4).

Manufacturer narrative:
The power cord associated with complaint #(B)(4) (sample 2), was received by hillrom and forwarded onto the supplier for a thorough investigation. Initial inspection by the supplier determined that the power cord contained the ¿t¿ mark and therefore passed functional testing when manufactured. Cosmetic analysis of the cord was then performed where it was determined that the plating of earth contacts was peeled off and exposing the base material/brass. The pins of l/n were seriously worn out, and the shape of the pin¿s tip had deformed. The conductors became smaller and round, the bell mouth of bridge was ok, so it can be confirmed the wire broken was not caused by cutting. The damaged cord was also inspected for possible wire breakage caused by the crimping and stripping process during manufacturing, and it was confirmed that there was none. It was suspected that the damage was caused by external forces, causing internal wire breakage. In normal usage (proper usage of plug-in/pull-out), the plug can withstand long term usage, additionally the supplier performs annual reliability tests to keep monitoring of product reliability, so far, internally the supplier has not found any defect like this, but from the extremely worn-out appearance of returned sample, it was suspected that the part had been overused. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. To prevent injury from exposed wires and damaged housing, there are warnings in the dfu including: cords, cables, and accessories damaged from prior misuse can affect patient and operator safety. Inspect all cords, cables, and accessories for strain relief wear, fraying, or other damage according to the recommendations presented in the maintenance and service section of this manual. Replace as necessary. Inspect the ac cord for exposed copper before touching the cord. Unplug the ac cord only by pulling on the plug, never the cord. Never lift the monitor by the power cord or patient connections. Damage found to a device is readily detectable by visual inspection. A clinician would immediately recognize that the device was broken / damaged and would likely remove it from clinical service until the device is repaired or replaced. There was no serious incident reported and should this malfunction recur, it is unlikely to cause or contribute to a serious incident for the reasons stated above. Therefore, hillrom does not consider this complaint reportable.